Event description:
It was reported that "unsuccessfully attempted to put in 4.5 x 16mm screw, upon removal of screw, ring uncoiled."

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.